Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant broke when the doctor was hand torquing.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report. D1: brand name . D4: catalog number. G3: date received by manufacturer. G4: PMA/510(k) number. G4: k113753, k112160. G6: checked "follow-up." H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
An imp tm 4.1mm mtx full, 11.5mm (tmt4b11) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the bottom. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was location is unknown and was used same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tmt4b11) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information available at the time of this report.